Event description:
User experiencing drift in patient sodium results. For approximately 19 patient samples. The following seven examples were provided which occurred in late 2008: sample 1, initial result gave 133; repeat gave 141 mmol/l. Sample 2, initial result gave 132; repeat gave 138 mmol/l. Sample 3, initial result gave 134; repeat gave 140 mmol/l. Sample 4, initial result gave 132; repeat gave 139 mmol/l. Sample 5, initial result gave 131; repeat gave 137 mmol/l. Sample 6, initial result gave 134; repeat gave 141 mmol/l. Sample 7, initial result gave 132; repeat gave 138 mmol/l. Erroneous results were reported, and corrected reports were sent. User did not know if patients were adversely affected. The field service representative determined the cause to be due to contamination buildup, and cleaned the ise sample line and syringe, and extended prime. Performance tests were performed.